Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 488 mg/dl at time of incident and treated with bolus. Customer reported that they did not feel okay to troubleshooting and declined it. Customer stated that the set was leaks and they were not sure why it happened and that they already change the set. The insulin pump will not be returned for analysis.